Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. A guidewire was inserted through the catheter, and the device was deployed to basket and flower successfully. Subsequently, flushing of the catheter through the irrigation line was tested. Flushing was not functional in any deployment state. The catheter was dissected to locate the source of the flushing issue. Dissection revealed that the flush tubing was leaking slowly in the proximal end of the handle. The flush tubing was further examined on the microscope, and it was noted that the leak path was between the distal end of the luer and the flush tubing.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter, it became difficult to irrigate. The catheter was prepped and inserted into the body without complication. Catheter irrigation port was hooked up to a pressure bag. About halfway through the pulmonary vein isolation (pvi), the alarm went off on the pressure pump and the staff suspected an occlusion. The physician decided to proceed and completed the procedure. After the catheter was removed from the body, they noticed that the catheter was slow to pump fluid through. They tried hooking up to a gravity bag and using a 20cc syringe to pump fluid through the irrigation port. Each mechanism was difficult and did not increase the rate of fluid flow. The manual flush with the 20cc syringe was difficult. The staff noticed bubbles in the small irrigation tube that was already connected to the catheter and a sharp bend between the short tubing and port connection on the farawave catheter. No patient complications occurred. However, device analysis found that flushing through the irrigation line was not functional in any deployment state. Dissection revealed that a leak was present on the catheter. The leak path was observed between the distal end of the luer and the flush tubing.